Event description:
During an sfa case (off-label use), the stent tantalum spoon came off while trying to get the stent through a very tight lesion of arteriosclerosis. An embolectomy catheter balloon was passed distal to the piece, initiated, and withdrawn to remove the indwelling piece with no furhter complications being reported.